Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The root cause of the complaint cannot be determined.

Event description:
It was reported that coil embolization was performed for a p-com artery aneurysm. During placement of the 5th coil, a small rupture or bleed was identified at the treatment site. The 5th coil was implanted in the aneurysm and the procedure was completed. No medication was administered and there was no additional intervention. There was no reported sequela. The patient was discharged from the hospital two days after the procedure and was reported to be "fine."

Manufacturer narrative:
Additional information received on 7-feb-20 confirmed that the treated aneurysm was unruptured at the procedure onset.